Manufacturer narrative:
The agent reported revision surgery due to dislocation of hip complaint has been evaluated and is similar to report number 1644408-2023-00307; 941-01-36h, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation of hip.